Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that the battery compartment was intact and there was no noted moisture ingress related to the issue. The reporter confirmed that the o-ring on the battery cap was not visible at the time of the power issue. The reporter indicated that replacing the battery with one from a new pack did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.